Manufacturer narrative:
Lot number is unknown. Expiration date is unknown. Unique identifier (UDI#) is unknown. Device manufacture date - unknown. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported suction loss during surgery which occurred during flap creation but before side cut made twice in the left eye (os). The procedure was switched to photorefractive keratectomy (prk). The patient consented to prk and was happy with vision. The patient's symptoms resolved on (B)(6) 2019.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.